Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during preparation for a rotational atherectomy treatment procedure, difficulty removing components from packaging and a kinked guide wire occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The physician attempted to remove a 330cm rotawire from its¿ protective hoop after flushing, and observed the wire had become kinked. The physician states "the lubricant agent would paste the wire and the hoop." The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, the product analysis revealed a missing solder joint.

Manufacturer narrative:
Device eval by MFR: one device was received in a generic plastic bag, with its original pouch. Device spring tip is bent, and the solder is missing. The visual and tactile inspection was performed. All the outer diameter measurements are within the specifications. Eds spectra and sem images showed presence of solder materials over the spring tip and the core wire section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).